Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false episodes of cardiac pauses caused by an undersensing anomaly. The device was reprogrammed and the undersensing was no longer seen. No patient symptoms were reported.